Event description:
It was reported that this pacemaker was found to be in safety mode during a routine check. This pacemaker remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker was found to be in safety mode during a routine check. This pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction: h1 serious injury. The returned pacemaker was analyzed and an engineering level for functional, dimensional and visual test was completed. A series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. The device had no memory dump and was operating and pacing in safety mode. The battery was removed and attached hybrid to external power. The current drain measured was determines normal. The associated investigation determined that was unable to replicate the reported field failure, as the hybrid and battery operated normally during testing.

Event description:
It was reported that this pacemaker was found to be in safety mode during a routine check. This pacemaker was explanted and replaced. No additional adverse patient effects were reported.